Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the burette was empty before the tpn infusion should have been completed in the nicu. The pump alarmed patient side occlusion, and when the door was opened, fluid was found to be inside the door of the device and on the outside of the tubing. The tubing was replaced and put on the same pump; it alarmed again. The new tubing was then placed on a new pump and there were no further alarms and the tpn infused as programmed. There was no harm to the patient.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set showed a tear in the silicone segment below the upper fitment component, measuring approximately 0.0455 inches long. No crush marks or tool marks were observed around the upper fitment. Functional and pressure testing confirmed fluid leaking from the tear. The cause of the customer¿s report of a leak was identified as a tear in the silicone segment. The root cause of the teat was not identified.